Event description:
Complaint report received of possible roi-c anchoring plate movement in a 1-level roi-c construct. Revision surgery was performed and pt is reported to be in stable condition post-revision. Investigation on-going. Ref MFR report: 3004788213-2013-00003.